Manufacturer narrative:
The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer (fse) inspected the module and determined a faulty cell rinse tubing had caused the event. He then replaced the cell rinse tubing and verified the module's performance by successful mechanism and photometer checks, ion-selective electrode calibrations and qcs, and precision tests. The investigation is ongoing.

Event description:
The initial reporter received a questionable na electrode result from one patient sample tested on the cobas 6000 c 501 (ul) v. The initial na result was 130 mmol/l. The repeat result was 138 mmol/l. The physician questioned the initial result prompting the patient sample rerun. The repeat result was deemed correct.